Event description:
This extractor broke into several pieces during surgery and the wound was flushed to assure all fragments were located. Surgery was extended 1.5 hours due to a variety of circumstances.